Manufacturer narrative:
(B)(4). In the absence of reported part and lot numbers, the UDI cannot be calculated. Evaluation summary: visual, dimensional, and functional inspection was performed on the returned device. The difficulty removing from the guide wire was confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the difficulties to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 9.00 x 80 mm absolute pro vascular. Sheath: 6f 55 cm cook sheath. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absolute pro vascular referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, mildly calcified right external iliac artery. A 9.00 x 80 mm absolute pro vascular stent delivery system (sds) was selected for the procedure. After pre-dilatation with an unspecified balloon dilatation catheter (bdc) the sds was advanced to the lesion and crossed. During deployment of the stent implant the thumbwheel would not turn far enough to complete the deployment of the stent implant. The sds with the partially deployed stent implant was pulled back through the introducer sheath and out of the anatomy. The procedure was halted at that point and the patient was rescheduled for a later date. Six days later the lesion was successfully treated with the deployment of a 10.00 x 60mm absolute pro vascular stent implant. Return device analysis found that the stent holder (inner member) of the absolute pro was returned separated on a versacore 035" guide wire. Follow-up with the account confirmed that there was resistance during removal of the sds with the guide wire; however, they could not recall anything about the separation. No additional information was provided.